Manufacturer narrative:
H10: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. On (B)(6) 2020, smith & nephew received a complaint against two tfcc mender disposable suture system devices (part number: 7210752; lot numbers: 50646756 (x1) & 50727527 (x1)). It was reported that, during a knee surgery, two screws broke while being tapped. It is unknown whether all fragments were retrieved from the patient. A back up screw went in and held. It is unknown how long surgery was delayed. The patient was not harmed. Consequently, on march 1st, smith & nephew filed two reports for this incident: 1219602-2020-00448 & 1219602-2020-00449 (one for each device). The reporting decision was then made based on two criteria: (1) an intraoperative breakage; and (2) the lack of a back-up device. Nonetheless, on march 26th 2020, the reporting source indicated that the initial information was erroneous and proceeded to amend as follows: it was reported that, during a knee surgery, two tfcc mender suture systems broke as they came out of the packaging. A back-up device was used to complete the procedure. The surgery was delayed, but is unknown for how long. The patient was not harmed. Therefore, the re-assessment of this case determined that, since the previously enlisted criteria 1-2 are no longer met, the issue does not meet either the threshold for reporting and is now a non-reportable event. These reports were submitted based upon information that smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee surgery, a screw broke while being tapped. It is unknown whether all fragments were retrieved from the patient. A back-up screw went in and held. It is unknown how long surgery was delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.